Manufacturer narrative:
Lot#, this information was not provided during the initial report. Additional information has been requested. Subject device used for intraoperative fixation and removed. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number provided.

Event description:
During a fracture case surgeon was removing temporary imf screws and one screw head broke off, leaving the shaft in the patient's bone. Removal of the screw shaft took one (1) hour and twenty (20) minutes.